Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the problem with the ECG cable. There was reportedly no patient involvement. The rse evaluated the device remotely and it was determined that this was a malfunction of the ECG cable. The customer ordered the ECG cable to resolve the issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there are problems with the ECG cable. There was no reported patient involvement.